Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value was not known), dka (diabetic ketoacidosis), pneumonia, and "scarred lungs"; cause was unclear. Customer administered a manual injection to address bg and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and antibiotics. Customer was discharged on approximately 8/1/2023 with the issue resolved. Date of event is approximate. The customer reverted to an alternate method of insulin therapy.